Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 4.0 mg/ml of bupivacaine at 4.3993 mg/day and 5.0 mg/ml of sufentanil at 5.4991 mg/day via an implantable pump for non-malignant pain and degenerative disc disease. On (B)(6) 2019, it was reported that the patient experienced withdrawal symptoms due to a motor stall. The patient's old pump, which was implanted in 2015 experienced a motor stall. The patient went to the hospital where they experienced withdrawal symptoms. The patient's managing physician determined that the motor stall never recovered and the pump would need to be replaced. The pump was replaced on (B)(6) 2019. The rep was in possession of the pump and confirmed that the pump would be returned to medtronic. No environmental/external/patient factors that might have led or contributed to the issue were reported. No diagnostics or troubleshooting measures were reported. The issue was considered resolved at the time of the event. The patient's status was listed as "alive-no injury". No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.